Event description:
It was reported via clinical affairs that a patient was diagnosed with stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 9 years. The patient was being evaluated for enrollment into the clinical trial to receive a less invasive transcatheter aortic valve implantation inside the subject failing device. However, it was then reported that ever since patient was presented, he's had low bp requiring vasopressor support. He continued to decline and expired on around (B)(6) 2013, prior to any intervention or procedure. Case presentation indicates this is a (B)(6) male with multiple comorbidities/ presented with decompensated heart failure (nyha IV). Deemed high risk due to severe copd. No further information provided.

Manufacturer narrative:
As stated, this patient was being evaluated to undergo a transcatheter heart valve implantation to treat the previously implanted edwards aortic valve. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There has been no information to suggest a device malfunction or quality deficiency related to this event.